Event description:
It was reported that while preparing to use the arctic gel pad in eicu, the gel sticky section's adhesive area was found to be detached, making it unusable to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened medium arctic gel left thigh pad present with original packaging label. One photo sample was also received for evaluation visual inspection noted the following. - no obvious visible defects such as cuts or tears in the foam. - no visible chips or deformities at the ends of the connector. - tubing for the pad noted no major kinks present. - hydrogel is peeled back from one corner and lifts easily from the pad surface with the liner when pulled by the tab. The returned photo also confirms this as it shows the hydrogel layer lifting from the pad surface with the liner. - no crushed dimples or signs of over lamination in the pad. The instructions-for-use are found to be adequate. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.